Manufacturer narrative:
A ge oec service representative investigated the issue and found a pinched ribbon cord causing the issue. The ribbon cord was corrected and system function restored. The touchscreen was also re-calibrated. The system was further tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 7800 fluorostar fluoroscopy system had an extended delay between selection of functions. System reaction time very slow.